Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on 07 mar 2023. The patient was stable.